Event description:
A caller reported a malfunction on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer looked for a charging cable and needed to reset the pump, while customer technical support stayed on hold during the process. Upon follow up malfunction code did not reoccur. Customer may continue to use the pump.